Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was in pain from laying on the wires and the programmer. The patient kept mentioning pain in support link call. It was at the implant site and they were in a lot of pain. Patient mentioned having diarrhea-drainage-pus-swelling-and bad odor at incision site. Patient called back in and mentioned having diarrhea from antibiotics. Also, mentioned bandages falling off. They were seeing the doctor in regards to replacing the bandages on their leg and back. Patient states it took forever to attempt to connect then shows no device found/unable to find device as they had screen 12 and 13. Patient replaced batteries with new batteries after removing the old ones. Patient also tried powering off / locking controller and turning back on. Their controller was not working since yesterday. They had been getting an error on the device "unable to find device". Patient stated their device did not work yesterday but their sales representative got it to work and they were happy now. Patient stated that their device was broken but their sales representative came on (B)(6) 2017, but they fixed it. It was now currently working, they were showing improvement. Therapy started on (B)(6) 2017. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported. Patient was implanted for urge incontinence.